Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted and migration have been ruled out as potential causes. However, an MRI revealed a lumbar radiculopathy issue (pinched nerve at l4/l5) which was the cause of the pain. The transmitters associated with the complaint were returned for investigation. Although the report of overstimulation was not replicated, the investigation found the rf connector was damaged caused by mishandling. The sma rf connector solder joints to the pcb were cracked, partially separating the connector from the pcb and triggering the "low power detect" and/or "antenna disconnect" alarms. Therefore, the device cannot deliver therapy. The stimulator is used to treat pain. The cause of the reported issue is unrelated to the curonix device as the patient has a lumbar radiculopathy issue (no fault found). Although the report of overstimulation was not replicated, investigation of the returned transmitters found broken connectors (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported overstimulation despite multiple changes in the transmitter settings and reducing the milliamps and dose times. Additionally, the patient reported the neurostimulator never helped with their pain. Additional information and clarification were provided. After the transmitter settings were changed, the neurostimulators were helping the patient for some time before other issues occurred in the patient's legs (pain in both legs and feet whether the device was on or off). This pain was evaluated by an MRI of the lower back which revealed a pinched nerve at l4/l5. An explant procedure was performed on (B)(6), 2024 with no issues and the patient will have a drg device implanted.